Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the chest pain was not reported. The patient was hospitalized eight days prior to death for the chest pain, and passed away in the hospital. Treatment for the chest pain was not reported. The patient was not performing dianeal therapy with a baxter healthcare device or baxter healthcare solution(s) at the time of the chest pain. During the hospitalization, the patient received dianeal therapy with a facility provided device and therapy was reported to be ongoing up until the time of death. It was reported that the patient was not performing dianeal therapy with a baxter healthcare homechoice device or baxter healthcare solution(s) at the time of death. The cause of death was reported to be cardiac arrest and no autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.